Manufacturer narrative:
Reason for reoperation: deflation. Additional, changed, and/or corrected data: a.2., b.1., b.3., b.5., d.6b., h.6., h.11.

Event description:
Healthcare professional reported right side "capsular contracture". Later healthcare professional reported "deflation". The device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported right side "capsular contracture". The device was explanted and replaced. The device will not be returned.